Event description:
A 6f ultimum introducer sheath was used for a coronary angioplasty procedure. When the physician inserted the catheter into the introducer, the introducer broke into two pieces. The hub with the side arm was detached from the sheath. A section of the sheath remained in the patient and the procedure was stopped; the sheath section was removed using a snare. The patient was reported to be in good condition.